Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 8cm balloon. Fiber disturbance was noted to the balloon and loose fibers were identified 5.2cm from the distal tip. No other anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting from the fibers, 5.2cm from the distal tip. The balloon fibers were then stripped. The balloon was examined under microscopic magnification (12.5x) and a partial longitudinal and complete circumferential rupture was observed to the based balloon, 5.4cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: based on the image provided, a tight stenosis in the cephalic vein was demonstrated just proximal to subclavian vein, can be confirmed. Based on the image provided, a pta balloon, guidewire, or catheter was not demonstrated in the image, can be confirmed. Conclusion: the device was returned and images were provided for review. The investigation is confirmed for a partial circumferential and longitudinal rupture on the barrel of the base balloon. The investigation is confirmed for material frayed, as the balloon fibers were frayed and loose at the location of the rupture. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: - do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. - when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that the pta balloon allegedly ruptured at 20 atms. There was no reported difficulty in retracting the balloon through the sheath. There was no reported patient injury.